Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found a hole in the pump tube due to mechanical wear; a motor feedthru anomaly of shoring across the insulator, a gear train anomaly of corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing; a roller wheel anomaly due corrosion; and a deformed pump tube.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer via a company representative regarding a (B)(6), male patient who was receiving fentanyl 35mg/ml at "0.21/d" clonidine 3mg/ml at "0.018/d" and marcaine 5mg/ml at "0.03/d" via an intrathecal baclofen pump for non-malignant pain and intractable spasticity. Baclofen was not identified in the reported information and it was unclear if baclofen was presently being administered via the patient's pump. The patient's medical history and concomitant medications were unknown. On (B)(6) 2016, the pump started alarming every hour. The patient had not had a magnetic resonance imaging (MRI) or other testing. On (B)(6) 2016, the patient went to their clinic and the pump logs showed several safe state/low battery logs. The patient described the symptoms as like "food poisoning"/nausea. On (B)(6) 2016, the patient had the pump replaced. Additional information has been requested regarding clarification of the drug information along with the patient's medical history and concomitant medications, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.